Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu). The system was verified and ready for use. Isi received the iesu for failure analysis. Per logs review, the reported issue was confirmed. The unit was analyzed and it displayed error c-33 upon startup. A review of the log showed additional recorded error c-00. The complaint was confirmed based failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure using a xi system, an operating room (or) staff contacted technical support to report that the erbe generator was displaying error c-00. System logs also indicated error c-33. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended using the "classic" coagulation mode on the monopolar settings or using a backup generator if available. At this time, it is unknown how the procedure proceeded.